Manufacturer narrative:
It was reported that "one part of the skirt was disjointed". Information from field indicated that during the procedure the valve was re-sheathed several times. The valve was returned to abbott and no tears or perforations were observed in the cuff or leaflet tissue. All leaflets had limited mobility as the valve was returned in dry state which precluded further testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be determined. It is possible that operational difficulties may have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
T was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve was re-sheathed several times. Per the instructions for use the valve and delivery system were removed from the patient to replace the delivery system. Upon inspection of the valve, it was noted that the one part of the skirt was disjointed. The valve was replaced with a new 35mm navitor vision valve. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve was re-sheathed several times. Per the instructions for use the valve and delivery system were removed from the patient to replace the delivery system. Upon inspection of the valve, it was noted that the one part of the skirt was disjointed. The valve was replaced with a new 35mm navitor vision valve. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.